Event description:
It was reported that the pump had a travel course error during a routine preventive maintenance inspection. There was no patient involvement. Evaluation of the returned device confirmed the reported issue was due to a worn-out clutch.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the travel course error. Functional testing was performed. The cause was traced to worn out clutch parts and the clutch was replaced to address this issue.